Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 09/28/2021, however the correct date is 10/30/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the sculpt portion of the procedure the surgeon noticed that he was not getting aspiration. Within the 10 seconds of the procedure they had a corneal burn on the left eye. Surgeon came out, cleared phaco tip and removed any clogs. Three sutures were required and the procedure was completed. No additional information was provided.